Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins has been dead. The patient stated it no longer worked and hasn't for a long time. They thought that the ins was implanted at an angle, and that didn't allow the ins to charge. They used a chair and put pressure to charge the ins, but it wouldn't charge at all. The patient now has assistance to get a new ins, so they inquired for an hcp listing in their area to find someone to help with the device. There were no symptoms reported.